Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer contacted tsc to report false negative patient results for antibody identification with mts buffered gel cards lot# 120417004-01 exp. 10/2/18. Customer states that jka antibody was destroyed rather than enhanced by ficin treated panel c lot# vrc243 exp. 4/24/18, while testing of same panel cells on mts anti-igg gel card lot# 120817001-62 exp. 10/4/18 provided expected results. Issue started on: ongoing . Frequency: 2 patients in last week. Sample ID: patient samples. Microtubes/wells or cell (donor #) affected: cells with kidd antigens present methodology used: manual gel. Incubation time (for manual test only): as per IFU . Pattern observed: false negative results. Reaction grade obtained: negative. Customer was expecting: enhancement of kidd antibodies. Test repeated: yes. Result obtained by repeating: same result. Method used to repeat: manual gel. Qc is acceptable for all products, all reagents passing visual inspection. Testing with ficin untreated panel yielded results of 1 to 2+ reactions for present antibodies in patient plasma. Most recent testing took place on (B)(6) 2018 where kidd antibodies were destroyed by ficin treated panel, customer also mentioning warm auto-antibody destruction. Tsc obtained all pertinent complaint information. Tsc referred customer to IFU for gel cards and panel cells customer testing as per IFU. IFU states that ficin treated cells may enhance reactions, not complete guarantee. Qc is acceptable for reagents. Tsc discussed limitations of procedure. Customer satisfied.